Manufacturer narrative:
Initial device gross examination showed evidence of leaflet calcification. Pannus formation observed on the inflow side of the valve that protruded into the lumen. The device history record review cannot be performed until the valve is torn down and the serial number retrieved from the stent - the serial number was not provided by the hosp. Morpho-histological analysis will be performed on the valve. Evaluation codes: results: no definitive results at this time. Conclusion: no conclusion can be drawn at this time as device is currently in the process of being returned for evaluation.

Event description:
The MFR was notified on (B)(4) 2013 of a mitroflow valve that was explanted on (B)(6) 2012 after 3.95 years due to structural valve deterioration resulting from calcification. Device was explanted and replaced with an edwards perimount (size 19) bioprosthesis. During the intervention, a tricuspid valve annuloplasty was performed.